Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency department after receiving inappropriate shocks for episodes of atrial fibrillation with a rapid ventricular rate. Upon reviewing the transmissions, over-sensing of far-field r-waves and inappropriate mode switch were also observed. Programming changes were made and the patient is in stable condition.